Event description:
Pt had an epidural placed for a c-section delivery. Delivery completed and nurse anesthetist removed the epidural catheter from the pt's spine. The taps and catheter were removed with minimal resistance. It was noted the epidural catheter tip was not fully intact after removal. A CT scan was done, metal catheter tip retained adjacent to right l2 lamina. FDA safety report ID# (B)(4).